Manufacturer narrative:
No return of product, so no evaluation. Vertek arm doesn't lock.

Event description:
Site reported their articulated arm does not lock. This event did not occur during surgery and no patient was present.